Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal four tampons unraveled and fell apart into pieces. She was able to manually remove the tampon pieces and did not seek medical attention. The next day she developed a yeast infection that she self treated with otc (B)(6) cream. Consumer reported the infection resolved.